Event description:
It was reported by the customer that the device would not operate on ac power. There were no reports of pt use associated with the reported event.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. The power supply assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly and determined that the root cause of the reported failure was a blown fuse on the eos power supply. It was observed that there was no ac operation or battery charge capability when the power supply module was inserted into a mock-up device.